Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation; however, photo, video and images were provided for review. The investigation is confirmed for break and detachment. A definitive root cause for the reported event could not be determined. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem14060 endovascular stent graft allegedly experienced break and detachment of device or device component. This information was received from one source. The event involved a patient with no known impact to the patient. The 68 year old male patient weight was not provided.